Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that there was a lifetime asystole episode count of 16.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the loop recorder had recorded an episode that was not a true asystole event. The loop recorder remains in use. No patient complications have been reported as a result of this event.